Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device cut? It did cut, after that is when the staple cartridge fell out of the stapler. Did the device staple? Yes. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Na what color cartridge was being used? White (tr45w). What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Na. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing. The analysis results found that the ats45 device was received in good visual condition and with a reload present. The returned tr45w reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The returned cartridge and test cartridge were installed and removed from the device without any difficulties noted.